Manufacturer narrative:
Investigation in process, but not yet completed.

Event description:
It was reported that the unit would not calibrate. When the unit does calibrate, it isn't reading parameters (ph and sa02) correctly. As a result, an alternate device was employed. The surgical procedure was completed successfully and no blood loss or no adverse consequences to the patient.